Event description:
It was reported to baxter (B)(4) that a folfusor lv 10 device was leaking after filling. The device had been filled with 5-fluorouracil when the leak was observed. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the surgeon tried to open the device, however, the jaws would not completely open to its full width. There was no tissue damage. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis